Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility's compounding pharmacist reported to baxter (B)(4) that an all-in-one empty container had foreign matter inside the bag. This condition was observed before use. There was no patient involvement; therefore, there was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: 30 samples were available for evaluation. A visual inspection was performed revealing particulate matter inside the fluid path of the bag in 25 of 30 received bags. The reported condition was confirmed. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.